Event description:
It was reported positively biased results for the vitros psa assay during an eval study of commericially available psa assays. Biased results of the direction and magnitude observiced may lead to inappropriate physician action. No pt samples were involved and there was no report of pt harm as the result of this event.

Manufacturer narrative:
Investigation summary: info has been requested, but not received regarding the reagent lot number, calibration parameters and results of qc testing, and details of sample preparation. Testing to verify the accuracy of the psa calibration has not been completed. Based on info available, no conclusion can be drawn regarding the root cause of the event.